Manufacturer narrative:
(B)(4). Concomitant medical products: unknown date: 42532007102 ¿ tibial tray ¿ 62743404. 42502606202 ¿ femoral component ¿ 62722430. 42521000510 ¿ tibial bearing ¿ 62799504. 00111314001 ¿ palacos ¿ 78084380. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0002648920-2019-00261, 0001822565-2019-01481, 0001822565-2019-01482.

Event description:
It was reported that the patient underwent right total knee arthroplasty on an unknown date. Subsequently the patient began experiencing pain. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient underwent right total knee arthroplasty. Subsequently the patient began experiencing pain. No revision has been noted to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section was corrected: patient identifier the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Initial op notes dated 19 nov 2014 demonstrated that the patient had right tka due to degenerative joint disease. The surgery was uneventful. The patient has not been revised. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.